Event description:
It was reported that during the insertion procedure, when flushing the catheter prior to insertion, the venous female luer "slipped out of the plastic" extension. The catheter never reached the pt.